Manufacturer narrative:
(B)(4). Broken handle. Evaluation summary: the analysis results for the mcm30 found that it was returned with the tip of the cartridge cover broken off and missing and the handles were broken and separated at the body area. The instrument was cycled and would not fed the clips due to the handles condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported the device did not fire. Completed same like product. There was no pt consequence.